Event description:
The ez35b was used during a laparoscopic vaginal hysterectomy. The firing handle broke off of the instrument when the surgeon fired it. The device did not fire. A new ez35 was opened to complete the case and worked fine. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections and results: lockout position: unfired; cartridge condition: unfired; cartridge return batch number: j00c45; intrument number: 538. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: broken; condition of yoke: good; was instrument cycled: no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damaged occurred. Some conditions which might result to the firing mechanism are: interrupted firing cycle, tissue thicker that indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.